Event description:
A product liability claim was raised. A legal communication was received from the counsel of the pt, referring to a metal on metal hip implant that provoked a secondary reaction to the pt causing him injury. It is not clear form the counsel's letter if the pt has undergone revision surgery. Neither article number not lot number of the product has been communicated. No further information relative to the operation history or physical condition of the pt has been received. All missing information has been requested.

Manufacturer narrative:
At the time of this report the manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the devices, the device history records could not be reviewed. Once more substantive information is received, an updated report will be submitted. (B)(4).